Event description:
It was reported that the ilet user believed they were experiencing a low glucose event based on continuous glucose monitor (cgm) readings, began treatment at a glucose value of 128 mg/dl, and later determined the issue was cgm accuracy rather than true hypoglycemia. The user also reported a personal practice of treating at 85 mg/dl without hcp direction and consumed multiple fast-acting carbohydrates. Symptoms included perceived hypoglycemia without confirmed low blood glucose. Outcomes included no injury and no effect on blood glucose as confirmed during troubleshooting. Investigation included troubleshooting of cgm accuracy and user education on appropriate low treatment guidelines. Investigation of this case revealed user-initiated overtreatment driven by reliance on inaccurate or misinterpreted cgm trends, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user behavior and interpretation contributed to the event, with no confirmed device malfunction.